Event description:
Dr, facility alleges that blood leak alarm came on when machine was taken off bypass. New dialyzer and lines were set up. Ebl > 100 cc. Treatment resumed without further incident. No pt involvement reported.